Event description:
Patient revised for infection.

Manufacturer narrative:
A complaint database search finds no other reported incidents against the provided product and lot code since their release for distribution. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. Additional research using the as400 system shows other devices from the reported lot as delivered and can be reasonably concluded as implanted without issue, as no further reports of any kind have been received. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.